Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was a catheter arterial line leakage discovered 3 days after initial placement. The surgeon pulled and replaced the device with a new one 03/21/2014. No additional information provided.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be completed.